Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: when plugging in the units, there was a loud pop and sparks flew. Shocked the girl who plugged in the unit through her hands. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board.

Event description:
It was reported that the device sparked. A user was shocked but did not require any treatment or medical intervention.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked. A user was shocked but did not require any treatment or medical intervention.